Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The patient developed a fever for 12 days as a result of the skin reaction. The patient was evaluated at a hospital and prescribed antibiotics (presumed to mean oral antibiotics). The sensor insertion date and location were not provided. No additional patient or event information is available.